Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap appendix. According to the reporter: one of the pins fell out of the port into the umbilical wound and was retrieved. No tissue damage. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. Pt status fine.